Event description:
It was reported that the patient was being observed and treated for suspected pump thrombosis during their admission. The patient was transplanted on (B)(6) 2020. There was no overt thrombus visible externally.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated ldh and bleeding could not conclusively be established through this evaluation. The account conducted their own pump evaluation and reported that no thrombus was observed; however, the account stated that during disassembly, the rotor bearing cup was inadvertently broken and fell into the outlet stator. Additionally, analysis of the log files provided by the account confirmed elevated pump power; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient had a new-onset of abnormal pump power on (B)(6) 2020. The patient¿s ldh and plasma hemoglobin were at baseline values and within normal limits. The patient was placed on intensified anticoagulation and antiplatelets a couple days later, with no evidence of hemolysis. The patient was continued on bivalirudin partial thromboplastin time (ppt) and if the values remained low, the patient was planned for a ramp echo. On (B)(6) 2020, the patient was subtherapeutic but experienced several power elevations over the last 24 hours. Three days later, the account communicated that the patient transferred to cardiac surgery intensive care unit (ICU). Since then, the ppt goal has been therapeutic. On (B)(6) 2020, the patient¿s ldh was elevated. However, the patient did not endorse any hematuria. The patient¿s integrilin was increased. That same night, blood drainage was observed from the driveline site. Despite being continued on therapy (bivalirudin and integrilin), the patient¿s ldh was still elevated on (B)(6) 2020, but went down slightly after a day. On (B)(6) 2020, the patient¿s ldh was elevated again and the patient was placed on asprin (asa), statin and trental. The patient remained on the medication (bivalirudin, integrilin, asa, statin and trental) and the ldh values were decreased by (B)(6) 2020. Over the next few days, the account reported elevated pump powers. In addition, the patient continued to have bloody drainage from the driveline exit site. By (B)(6) 2020, the patient¿s ldh and thromboelastography (teg) were trending down. On (B)(6) 2020, there was a decrease in driveline drainage. By (B)(6) 2020, the patient¿s ldh values were within normal limits with clear/yellow urine. The account later communicated that the patient was being observed and treated for suspected pump thrombosis. The patient was transplanted on (B)(6) 2020. The vad engineer stated that the pump will not be returned since they wanted to perform their own evaluation on the device. After taking the pump apart, the vad engineer communicated that ¿there appears to be a small white thrombus or piece of ingested material in the outflow stator. I had to use flash & magnification to see it, but it definitely looks like it¿s blocking the red outflow bearing. I actually went back to see if I could get it out. It¿s not thrombus, but looks like possibly part of the bearing cup. Probably broke off when I was taking the pump apart." The submitted log files contained data from 27feb2020 through 12mar2020 and from 13mar2020 through 17apr2020. For the majority of the files, the pump power and flow typically ranged from 4.6-7.9 watts. Non-sustained pump power elevations were observed throughout the files ranging from 8-12.5 watts. These power elevations were associated with an elevation in flow and a majority of the pump power elevations were recorded during pi events. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log files. The hmii lvas IFU lists device thrombosis, hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bleeding, hemolysis, and possible infection. The patient had continuing blood drainage from his driveline site starting the night of (B)(6) 2020. The patient had elevated ldh during admission and continued therapy on bivalrudin, integrillin, bival, asa, statin, and trental. Elevated pump powers were observed over the interval from (B)(6) 2020 to (B)(6) 2020. The patient was listed as a status 2 exception for transplant.